Event description:
The customer stated that the insulin pump had a blank display. Troubleshooting was performed and the display came back up. Found several failed battery test and battery out limit alarms in the history. The customer later inserted a new battery, using a new battery cap and the display went blank once again. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to the battery tube connector not being plugged in properly.